Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the cannula was bent. The likely root cause of the bent trocar is due to excessive force applied during insertion. Additional information was requested, however, none has been provided at this time. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device was returned for evaluation. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. Based on the description of the bent cannula during initial intake of the complaint, the event was not reported as it was unlikely to cause of contribute to death or serious injury. After the unit was received by applied medical, the event is now deemed reportable due to the fracturing of the cannula observed.

Event description:
Lap peritoneal dialysis catheter insertion - "[the surgeon] needed a longer trocar for a catheter insertion. He wanted long 8 but since we dont have he opted for an 11mmx150mm. When inserting the trocar the cannula bent in half. He pulled it out and called for an [competitor] to perform the case." Additional information received via email from sales representative on (B)(6) 2017: was not sure if the 8mm incision extended to accommodate an 11mm trocar. During insertion, it was said that excessive force was not used according to the surgeon, but using standard more twist less push approach. Product was returned in the condition it was in after the case. Type of intervention: "[competitor] to perform the case." Patient status: no patient injury.